Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 84% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). Predilation was performed two times using a 2.0x15mm maverick balloon catheter. A 2.75 x 20mm synergy ii drug-eluting stent was advanced but failed to cross due to severe bending of the lesion in the mid rca. The physician tried to cross the lesion three times but the stent still failed to cross. The procedure was completed with a 2.75x22mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage. Device evaluated by MFR: synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, stent struts were lifted. The undamaged distal stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.